Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a critical pump error. The customer could not do anything on the insulin pump. Prior to the critical pump error the customer received a power error to carelink. They also received a critical pump error image on the insulin pump's screen. The insulin pump was not bumped or dropped. The customer's blood glucose level was 5.6 mmol/l. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.